Event description:
During the period 2006 and 2008. I had cataract extraction and presbyopia correction on both eyes and a second correction and lens removal and replacement 2007 in my left eye. In 2007, I had prkoo lasekos lasik surgery on both eyes. Since starting this eye procedure, I have experienced discomfort and significant sight problems consisting of: night driving sight problems: halos, inability to read signs. Unable to discern road conditions and locations, object distortion. Sight between my right and left eye significantly different. I felt I was reasonably assured that I would not need glasses. After the lasik surgery. It is necessary to wear corrective glasses for reading. My left eye was left, supposedly, uncorrected so that I would not need glasses. During the day, I experience double vision on some signs. I experience floating lines in my left eye. I currently require add'l left eye treatment. Diagnosis or reason for use: sight improvement.